Event description:
Medtronic received information that damage (physical or cosmetic), unexpected battery power loss, device heating up occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.10d. Retainer = black. Customer returned pump for alleged cosmetic damage (cracked) on the battery compartment, the pump is alarming a battery error and can't remove the battery because it is swollen and hot found on 6/11/2021. The pump was received without a battery installed. Installed and removed a test battery several times prior to testing. Battery installed and could be removed properly. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08690 inches. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files reveals the battery was removed at 10:24, 10:26, 10:28, 10:29, 10:30 and then the pump alarmed five (5) failed batt test (battery failed) alarms at 10:26, 10:28, 10:29, 10:30, 10:40, and two (2) batt out limit (power loss) alarms at 10:41. The pump was monitored for several days and no unexpected heating up or hot to the touch or battery/power alarms noted. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and no obvious burned components or heat related damage noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, and battery compartment cracked at the corner of the belt clip rails. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. Device heating up anomaly and unexpected battery power loss are not confirmed. The pump was monitored for two (2) days and no unexpected battery power loss, heating up, or hot to the touch and no obvious burned components or heat related damage noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.